Event description:
Patient reported that he received the e5 (technical inspection due) alarm, but never received the technical inspection alert alarm. No indicaiton the patient's blood glucose was affected.